Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, the lp dislodged multiple times during same implant. This lp was not ultimately implanted on (B)(6) 2025. The patient was stable.